Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were presumed to have been due to the failure of the image sensor unit, defect of the circuit board inside the video connector, or defect of the system side. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had the bending section rubber missing. Inspection and testing of the returned device found the color tone of the image was abnormal. The image was only in magenta and green. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the curved rubber adhesive was missing, the color tone of the image was abnormal due to damage to the imaging unit and the video connector, the bending angle was insufficient due to elongation of the angle wire, the curved rubber was scratched, the operating part angle fixing part was loose, the video connector was scratched, the operation part was scratched, the grip was scratched, the angle lever was scratched, the right/left plate was scratched, switch 1 was scratched, the light guide connector was scratched, the light guide cover glass surface was scratched, the video connector case was scratched, and the up/down angle fixing lever was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.